Manufacturer narrative:
(B)(4). The customer reported that the product code of the device was azc9697. However, the device that was received for evaluation was not from this product code. The actual product code of the device was unable to be determined. The customer reported lot number 12124v685; however, this lot number is not recognized by baxter. The device was received for evaluation contaminated with a chemotherapeutic drug. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set had a green pigment in the drip chamber. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The potentially associated lot was manufactured 2/25/2013. A review of all batch record documents was performed for potentially associated lot number 12l24v685 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: due to the sample being contaminated with chemotherapy, a photograph of the device was evaluated. Visual inspection of the photograph revealed that there was a small red smudge on the drip chamber. The cause of the condition could not be determined as the product code and manufacturing facility for this device are unknown. Should additional relevant information become available, a supplemental report will be submitted.